Manufacturer narrative:
G4: 04sep2020, b4: 04sep2020 . This reporter stated that a 72 years old male patient of unknown height and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. Relevant medical history included palliative care with diagnosis, initiation date, and prognosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on 13jul2020, the patient was receiving bilevel positive airway pressure (bipap) therapy via the v60 ventilator when the patient's nurse stopped the bipap therapy and placed the device in standby mode in order to administer morphine per os; dose and frequency not reported. At a later time on (B)(6) 2020, hospital staff entered the patient's room to address the v60 alarming disconnect, found the device in standby mode, and found the patient experienced an outcome of death. The respiratory therapist manager did not know the primary cause of death when asked, but stated that the vent never retriggered post medication administration, the patient had a physiologic decrease in respiratory drive and producing spontaneous breaths, the patient was awaiting to be discharged home with order for hospice care, and the medical diagnosis for hospice care admission was not reported. The make, model, lot number, and expiration date of the patient circuit and mask was not reported. No relevant laboratory data was reported. The hospital's biomedical engineer stated that the patient expired naturally. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that no malfunction occurred. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. There was no malfunction of the device. The device was working as intended when the user removed the mask/patient interface, the device entered standby mode, and the device did not trigger ventilation on an expired patient. The respiratory therapy manager reported that there was no malfunction of the device, and that the reported device behavior was due to a user issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18july2020.

Event description:
A customer reported to philips that the v60 ventilator generated a disconnect alarm and was in standby while in use on a patient, and the patient experienced an outcome of death. The report stated that the device was in use on a patient at the time of the event.